Event description:
It was reported that the screw broke. No patient injury reported.

Manufacturer narrative:
Device has not been returned for evaluation. The clinical details provided were reviewed, and it was reported that an 8mm tunnel was being utilized with this screw (9mm).